Event description:
Customer reportedly obtained results of 302 mg/dl and 148mg/dl on the same device within 10 minutes. Customer states, that they took 30 units of insulin based on result of 302 mg/dl, however, no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.